Event description:
It was reported that during a stenosis procedure of the basilar artery (ba). After delivering the microcatheter and connected the subject stent introducer sheath to the microcatheter and when attempted to advance, the subject stent became lodged at the microcatheter tail section and when decided to withdraw the subject stent got fractured and it was found that the fractured part of the subject stent was inside the microcatheter and other part was in the microcatheter hub. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.